Manufacturer narrative:
The customer indicated the use of a qualified company cartridge and company handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/company combination used. The product investigation could not identify a root cause for the reported complaint. Information was provided that the multifocal company, 21.5 diopter, (1.5 extended depth of focus) lens was replaced with an monofocal non- company lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Additional information was provided that the patient had a history of prior lasik surgery. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that post implantation of an intraocular lens (iol) the patient experienced explanted intraocular lens, shadow when seeing lights or looking at a computer, intolerance of iol with double vision & poor quality vision. Post implantation after 12 days the lens was replaced with other lens. Additional information was requested.